Event description:
Additional information received information received indicates that surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was conformed post op.

Manufacturer narrative:
The reported observation of stimulation lost /no communication was confirmed. The root cause of the reported observation was not ascertained. Based on the analysis the device entered service application on (B)(6) 2023, two months prior to the reported observation. Prior to entering service application all indications were the device was functioning normally, and delivering stimulation as programmed. The device was not subjected to a functional test on automated test equipment (ate) due to the as received condition.

Event description:
It was reported that the patient¿s was unable to communicate with the ipg following an unrelated procedure wherein the ipg was not set into surgery mode. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.